Event description:
During a follow-up, it was noted that there were episodes of noise that resulted in oversensing on the right ventricular (rv) channel. X-ray imaging was performed and did not reveal any insulation anomalies. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a partial lead was returned for evaluation in two pieces. On the connector piece (a), no anomalies were noted. On the distal piece (b), one external insulation abrasion breaching right ventricular (rv) cables lumen due to friction to another implanted device or feature of the heart was noted between rv and superior vena cava (svc) shock coils. Multiple internal insulation abrasions breaching rv, ring electrode (re) and svc cables lumen were found on lead body, under rv and under svc shock coils. The cause of the reported event was isolated to the internal abrasion under rv shock coil in which one re cable ethylene tetrafluoroethylene (etfe) coating was abraded and the inner coil was exposed in this region. Other damages on these pieces were consistent with procedural damages. Electrical tests did not reveal shorts on any conduction paths. Actions have been taken to prevent reoccurrence.